Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse events of an inguinal hernia with scrotal edema, characterized by pain and drain complications. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology. The cause of this patient¿s inguinal hernia is unknown, but it is well within reason to believe a weakness of the patient¿s abdominal wall existed and the actual reason for the hernia may be multifactorial. Since there was no report of increased intraperitoneal volume and a confirmation of no fault by the cycler during pd therapy, the liberty select cycler can be excluded from the cause of this event. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical service that their pd prescription was changed due to a hernia. There was no specific allegation this event was due to any malfunction or deficiency of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patient¿s pd registered nurse (pdrn) confirmed this patient was diagnosed with an inguinal hernia on (B)(6) 2020 that caused scrotal edema and pain with drain complications during ccpd therapy on the liberty select cycler. The patient was placed on a pd prescription with a reduced fill volume of 1000ml in efforts to reduce pain and drain complications during ccpd therapy. The patient¿s pain and drain complications persisted despite minimal pd therapy, and the pd therapy has been discontinued until the patient undergoes a surgical procedure to resolve the hernia and scrotal edema. The patient has not been hospitalized for this event. It was reported pd therapy has not exacerbated the severity of the patient¿s inguinal hernia and scrotal edema. Though the etiology of this patient¿s inguinal hernia is unknown, it was confirmed this event was not due to a malfunction or deficiency of any fresenius device(s) or product(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home after the resolution of the inguinal hernia.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.